Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "prognostic value of leaflet coaptation gap in transcatheter edge-to-edge repair for functional mitral regurgitation" was reviewed. The article presented a prospective multi center study, to evaluate the impact of coaptation gap (cg) on procedural and clinical outcomes in patients with functional mitral regurgitation (mr). Devices mentioned include mitraclip. The article concluded that cg was associated with less mr reduction but with no clear difference in adverse clinical outcomes after teer. Similar outcomes between residual mr grade 2+ and =1+ in cg patients highlight the importance of procedural endpoint in anatomically challenging cases. [The primary author and corresponding author was shunsuke kubo at kurashiki central hospital institution with corresponding email sk12750@kchnet.or.jp]. The time frame of the study was april 2018 to june 2023. A total of 2,140 patients were included in this study, of which 2,140 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, coronary artery disease. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, tissue damage, mitral regurgitation, additional mitraclip procedure, single leaflet device attachment.

Event description:
The article "prognostic value of leaflet coaptation gap in transcatheter edge-to-edge repair for functional mitral regurgitation" was reviewed. The article presented a prospective multi center study, to evaluate the impact of coaptation gap (cg) on procedural and clinical outcomes in patients with functional mitral regurgitation (mr). Devices mentioned include mitraclip. The article concluded that cg was associated with less mr reduction but with no clear difference in adverse clinical outcomes after teer. Similar outcomes between residual mr grade 2+ and =1+ in cg patients highlight the importance of procedural endpoint in anatomically challenging cases. [The primary author and corresponding author was shunsuke kubo at kurashiki central hospital institution with corresponding email sk12750@kchnet.or.jp]. The time frame of the study was april 2018 to june 2023. A total of 2,140 patients were included in this study, of which 2,140 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, coronary artery disease. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, tissue damage, mitral regurgitation, additional mitraclip procedure, single leaflet device attachment.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip devices were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, coronary artery disease. Complications reported included death, heart failure, prolonged hospitalization, tissue damage, mitral regurgitation, additional mitraclip procedure, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: prognostic value of leaflet coaptation gap in transcatheter edge-to-edge repair for functional mitral regurgitation.